Event description:
Same patient as 2183959-2010-00448. Patient had an ams acticon neosphincter device implanted 10 years ago (date unknown). On (B)(6) 2010, there was a revision surgery for the pump and balloon associated with the device due to fluid loss. The cuff remained implanted. On (B)(6) 2010, patient had the entire device replaced due to fluid loss.

Manufacturer narrative:
Additional catalog #: 72402287. (B)(4). Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. Should additional information becomes available regarding this revision surgery it will be re-evaluated and a follow-up report will be sent.